Event description:
Brake caster would not lock.

Manufacturer narrative:
Add'l info: the brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.